Manufacturer narrative:
The sensor was sucessfully removed during the second removal attempt on (B)(6)2020 . H6 result code updated to 3221. H6 conclusion code updated to 4311.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On december 30th, 2019, senseonics was made aware of an incident where the physician was unable to remove the sensor on the first attempt made.